Manufacturer narrative:
D10: 02-012-45-4030 - lgc tibial fit tray cem sz 4f / 3t: (B)(6), 02-012-60-1440 - tru stem ext 14mm x 40mm: (B)(6), 02-012-60-1440 - tru stem ext 14mm x 40mm: (B)(6), 02-012-65-4009 - tru cc tib insert size 4, 9mm: (B)(6), 200-07-32 - advanced patella 32mm 3 peg implant: (B)(6), 201-78-15 - holding pin mini sharp point 4 pk: (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6), 521-78-23 - threaded pin size 2.3 collared 2pk: (B)(6), 521-78-32 - threaded pin size 3.0 collarless 2pk:(B)(6), 521-78-36 - threaded pin size 5.1 collarless 2pk: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient underwent an initial total knee replacement on the left side. During the procedure, it was noted that an intra-operative distal femur fracture occurred while cementing on the final femoral component. It was mentioned that the anterior flange of the implant was caught on the anterior cortex, resulting in a femoral split of approximately two (2) centimeters. The fracture was fixed using two suture cerclage. No further patient impact was reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h6 (type of investigation). The following sections were corrected: d4 (UDI). H6 (health effect - clinical code). The reason for the bone fracture reported cannot be conclusively determined but may be related to a patient condition. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.